Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that no event date was provided. The device logs were reviewed and observed no critical errors that would prevent the device from shocking or showing a heart rate. There were no indications of a device malfunction. The device passed all functional tests including stress tests, shock testing, and bench handling using test cables and a simulator with no discrepancies noted. No ECG-related accessories were returned for evaluation. The repair recommendation is to recertify the device. The claim will be closed as no fault found. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.